Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay. The patient was tested on (B)(6) with positive results on the alinity m instrument and negative on panther and sequencing. The patient was also tested on (B)(6) with negative results on the alinity m instrument and on panther and sequencing. Only the negative result was reported to the patient. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log was not attached to the ticket, instead there is a pdf file pertaining to the graph for sample ID (sid) (B)(6). The screenshot of the sid from the pdf file is the only graph that was reviewed. The run in question is valid according to the curve shown on the graph, and no error codes or flags were reported for the controls. However, there is no server result log to review and verify other values. Quality data review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 and lot 512898 did not identify any issues which could result in the reported complaint. The product met all acceptance and validity specification criteria at release testing. No issues related to the reported complaint were reported during qc testing. Additionally, review of the manufacturing documents for the kit components did not identify any issues which could have led to the reported complaint. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629, lot 512898 and their components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 and lot 512898. The lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513629 identified one additional complaint related to the reported issue. The ticket has been investigated and no product deficiency was found. The lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512898 identified one additional complaint related to the reported issue. The ticket has been investigated and no product deficiency was found. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512898 and lot 513629 were not identified.